Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with an ez steer nav and observed that the gauze was "catching" on the catheter. The device evaluation was completed on 03-jun-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection was performed. Visual inspection revealed no damage or anomalies on the device. A microscopic examination of the tip was performed: no anomalies were observed. Also, outer diameters of the device's tip were measured. Dimensions were within specifications. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The electrode damage reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The failure reported may be related to the anchor window of the device, which is a normal feature. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-may-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with an ez steer nav and observed that the gauze was "catching" on the catheter. It was reported that when the physician was wiping down the catheter with a wet gauze, the gauze was "catching" on the catheter. The catheter had not yet been inserted in the body. The catheter was replaced and the issue was resolved. The procedure was continued and completed. Additional information was received on 05-may-2025. No sign of sharp / rough edges. Additional information was received on 29-may-2025 which clarified that the physician stated that the gauze was catching on the distal electrode. Initially since the physician stated the gauze was catching, the biosense webster, inc. Representative did not check it. The biosense webster, inc. Representative replaced it with the same type of catheter. The physician wiped the new one and said the new one was fine. The biosense webster, inc. Representative then checked the original ez steer nav catheter visually and did not see anything unusual and also physically ran his finger on it and did not feel anything lifted or sharp.